Manufacturer narrative:
The technician investigated and could not duplicate the alleged problem with the head rising unintentionally but the svc required flashes 8 times and when he checked the power supply board led's ds4 was lit indicating a stuck switch error and the right foot pedal controls are not working. Repairs have not been completed.

Event description:
The account alleged the head of the bed rises by itself.